Event description:
It was reported that the customer was noticing repeated discrepancies between her sensor glucose and blood glucose readings. Her blood glucose was 129 mg/dl at the time of reporting. She was advised that the sensor would be replaced as it may be malfunctioning. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.